Manufacturer narrative:
Product complaint # (B)(4). 510k: this report is for an unk. Constructs: humeral nail unknown lot. Part and lot numbers are unknown. UDI number is unknown. Complainant part is not expected to be returned for manufacturer review investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in france as follows: this report is being filed after the review of the following journal article: colombi, r. Et al. (2019), is distal locking screw necessary for intramedullary nailing in the treatment of humeral shaft fractures? A comparative cohort study, international orthopedics, vol. 43, pages 2151¿2160 (france). The objective of this study was to evaluate clinical and radiographic outcomes between two groups of humeral shaft fracture treated with antegrade intramedullary nailing (imn) with and without distal interlocking. Between january 1, 2009 and september 31, 2016, a total of 120 patients with 121 fractures underwent antegrade imn. They were divided into 2 groups; 74 patients in the wdi (without distal interlocking screw) group which has of 40 males and 34 females, and 47 patients in the di (distal interlocking screw) group which has 20 males and 27 females. Four solid humeral nails were used (multiloc (depuy-synthes, bristol, USA) in 68 cases, t2 (stryker, kalamazoo, USA) in 50 cases, versa (depuy-synthes, bristol, USA) in 2 cases, and trigen (smith & nephew, london, UK) in 1 case. The article did not specify which of the devices were being used to capture the following complications: 14 patients died there were 11 nerve palsies (10 radial palsies and 1 brachial plexus), including four postoperative palsies (2 per group), and all of the radial palsies resolved spontaneously. 6 patients had nonunion. -5 were eutrophic -1 was atrophic 2 patients were paralyzed (tetraplegic and brachial plexus) this report is for an unknown synthes 4 solid humeral nails were used (multiloc (depuy-synthes, bristol, USA). A copy of the literature article is being submitted with this medwatch. This report is for (1) unk - constructs: humeral nail this report is 3 of 4 for (B)(4).